Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 123 mg/dl. The customer was assisted with troubleshooting. Customer was unable to clear the alarm. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 was present in the pump trace download due to broken trace at pin 6 on keypad assembly. Toggled on and off and increased and decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.